Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to the infection. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.